Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous left anterior descending (lad) coronary artery. The 3.00x12 mm nc trek balloon dilatation catheter (bdc) was advanced with resistance noted with the lesion and ruptured at the rated burst pressure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.